Event description:
It was reported that the patient underwent a surgery for a cuff size change from 4.00 cuff to 3.5 cuff due to patient not "completely dry" . All the other components remain in service. Additional information was requested, however, no further information was available.